Manufacturer narrative:
The device was evaluated by a zoll representative at the customer?s facility. The customer's report was duplicated and attributted to the CPR connector/adapter. The CPR connector/adapter was replaced to remedy the report. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device experienced a pacer issue preventing proper transmission of the signal to pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.